Event description:
It was also reported that the atrial lead exhibited a high capture threshold of 3.5 v, 0.5 ms and a sensing threshold of 1.6 mv. Subsequently, the lead was replaced.

Event description:
It was reported that the atrial lead exhibited oversensing. The lead would be monitored.

Manufacturer narrative:
Final analysis found that the proximal insulation was frac- tured and abraded at 27.0 cm from the connector pin due to clavicular crush.

Manufacturer narrative:
Na